Event description:
During surgery, the da vinci robot instrument medium-large clip applier was not functioning properly. Instrument not gripping/holding clips correctly and unable to use. No patient harm caused from malfunction.